Event description:
It was reported that the customer was in the emergency room due to high blood glucose of 469mg/dl. The mother stated that the customer experienced headache, vomiting, blurry vision, and ketones. Troubleshooting was performed. Reviewed the alarm history and found low reservoir alarms. The time, date, and bolus wizard settings were correct. Assisted the mother to run a manual prime test and the insulin did exit. Performed the high pressure test and passed. Instructed the caller to remove the cannula and it was bent. The mother stated that the infusion set was changed twice, but his blood glucose continues high, and currently he is using manual injections. Suggested the caller to change the entire infusion set and reservoir. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.